Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00449 under a different suspect device. The field service representative (fsr) inspected the instrument and observed evidence of carryover contamination leading to a failed carryover test. The fsr cleaned and replaced multiple parts, repeated another carryover test and the results were within specifications. A single definitive likely cause part could not be determined; therefore, the architect i2000sr processing module, serial number (B)(6) was determined to be the likely cause of the result issue. A review of the analyzer¿s service history was performed and revealed no additional issues with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances was identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) was identified.

Event description:
The customer observed false positive architect total hcg result generated on the architect i2000sr processing module for a patient. The sample was repeated and a negative result was obtained. The sample was also tested on another platform (roche cobas 601) which generated a negative result. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): initial result = 319.2 miu/ml (positive), repeat result = 4.23 miu/ml (negative) another platform result (roche cobas 601) = negative. There was no impact to patient management reported.